Event description:
A malfunction alarm was reported with a code malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance from technical support to reset the pump successfully, and there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if the malfunction recurs.